Event description:
During a coronary drug-eluting stenting treatment procedure, the stent was noted to be damaged. The damage was noted during introduction of the taxus express2 drug-eluting stent into the pt. No pt injuries or complications were reported.